Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after the nurse successfully carried out the puncture according to the normal procedure (without enhanced CT), blood leakage appeared at the septum. On the morning of (B)(6) 2021, after the nurse administered the indwelling needle to the patient under normal operation, blood was found to emerge from the end of the isolation plug of the indwelling needle, which affected the normal conduct of the indwelling needle and examination. The nurse immediately replaced the indwelling needle after the discovery, and the examination proceeded smoothly after no abnormalities were found, and the patient showed no abnormal reaction.